Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an unspecified history/settings (history/settings issue) issue; the health care provider insisted the pump be replaced due to an unspecified "blood glucose (bg) issue." There was no indication that the product caused or contributed to an adverse physical event. This complaint is being reported because the pump was allegedly not performing as intended with regards to the history or the settings may result in over or under delivery of insulin to the patient.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/09/2016 with the following findings: review of the black box data revealed the last bolus delivery was a 4.5 unit bolus recorded on (B)(6) 2016 at 07:45. Black box records revealed a loss of prime related to the pump not being primed after being rewound occurred on (B)(6) 2016 at 10:35. Deliveries were never resumed. The pump history revealed the pump was not in use between (B)(6) 2015 at 16:43 until (B)(6) 2016 at 22:20. The total daily doses added up appropriately to reflect the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was determined to be delivering within the required range and delivering accurately. No delivery interruptions errors, alarms or warnings occurred during the investigation. Investigation did not duplicate the complaint. Unrelated to the original complaint, the display screen was noted to be discolored.